Manufacturer narrative:
(B)(4). Updated: b4, b5, b7, d2, g3, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: poland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial surgery on an unknown date. Subsequently, the patient had a revision of a right post-operative prosthesis on a trauma stem due to disassociation about 2 weeks ago. The patient did not follow postoperative instructions, she did not wear a desault. Attempts have been made and there is no further information at this time.